Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of erroneous low results for 3 patient samples tested for elecsys tsh assay (tsh) on a cobas 8000 e 602 module. Patient 1 initial result from the e602 module was 0.049 uiu/ml. On (B)(6) 2018 the sample was repeated on the e602 module with a result of 4.94 uiu/ml. On (B)(6) 2018 the sample was also repeated on an elecsys e170 modular analytics immunoassay analyzer with a result of 5.2 uiu/ml. The result of 4.94 uiu/ml was believed to be correct and was reported outside of the laboratory. Patient 2 (female, (B)(6)) initial result from the e602 module was 0.051 uiu/ml. On (B)(6) 2018 the sample was repeated on a cobas e801 module and the result was 2.89 uiu/ml. On (B)(6) 2018 the sample was also repeated on the e170 analyzer with a result of 2.90 uiu/ml. The result of 2.90 uiu/ml was believed to be correct and was reported outside of the laboratory. Patient 3 (male, (B)(6)) initial result from the 602 module was 0.048 uiu/ml. On (B)(6) 2018 the sample was repeated on the e602 module with a result of 2.93 uiu/ml. On (B)(6) 2018 the sample was also repeated on the e170 analyzer with a result of 3.1 uiu/ml. The result of 3.1 uiu/ml was believed to be correct and was reported outside of the laboratory. The erroneous results were not reported outside of the laboratory. There was no allegation that an adverse event occurred. The tsh reagent lot number was 311038 with an expiration date of oct-2018. Many sample short and abnormal sample aspiration alarms were produced around the time of the erroneous results indicating a possible pipetting issue. Calibration and qc were acceptable. Based on the calibration and qc results, a general reagent issue can be excluded. The investigation did not identify a product problem. The cause of the event could not be determined.